Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.(B)(4).

Event description:
It was reported that during the implant procedure the helix would not deploy. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.